Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved enduser alleges that sam300p unit will not power on with pak lot#a2237 expiry (B)(6) 2020; non fsca unit.

Event description:
There was no patient involved enduser alleges that sam300p unit will not power on with pak lot#a2237, expiriration 6-1-2020; non fsca unit.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 5th september 2011. C9 was measured and found to have failed. C9 is used to prevent the 18v line dropping low during the initial charge cycle. A breakdown of c9 would result in an 18v short to gnd. This had then caused an installed pad-pak to blow its fuse, as witnessed during the investigation. This would account for the device failing to power on upon receipt, as per the reported fault. The functionality of the circuit is tested at both h017-014-103 pba test and h017-014-104 final, and the device successfully records all log entries up to the 1st april 2018; therefore, it is assumed the c9 failed after this date as the device would not have been capable of performing any further self-tests. The user would have been alerted by the absence of a green flashing status led. Furthermore, after replacing c9, the device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. This equates to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.